Event description:
(B) (4) crm received info that during the implant of this dextrus lead, a perforation occurred. The pt experienced a seizure and a perio-cardiocentesis was performed to drain the pericardial sack. However, this procedure did not stop the drainage, and the pt was taken to the operating room and a chest tube was inserted. The pt was then stabilized and all lead measurements were fine.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.